Manufacturer narrative:
Report date: 1feb2019. Date received by manufacturer: 11feb2019. Customer reported unit now has blower fan failure (error code 4022). Customer has recently replaced the sensor pcb and believes sensor pcb is from third party provider. Philips tech support recommended to verify blower thermal switch opens at 125c. If yes, replace sensor pcb. If no, replace thermal switch. Customer will begin by replacing thermal switch. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 03/22/2019. The customer declined service/repair for this unit. The customer reports unit not repaired. This case closed per customer request submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported the power went out in facility and unit did not transition to battery. Unit has oxygen liftoff failure as well. No patient/user harm reported.